Manufacturer narrative:
It was reported that a patient suffered a small burn to her breast during a surgical procedure. The clinician stated that an arch was noted coming from the pencil. They stated the tip was properly seated on the pencil and no instrument came in contact with it. The burn was minor and no surgical or medical intervention was indicated. Sample has not been returned for evaluation. We have had no other similar complaints with this product. The issue has not been confirmed and a potential root cause has not been determined. However, due to the reported patient burn, this MDR is being filed. If the sample is returned at a later date, it will be evaluated.

Event description:
The clinician reported that an arc was seen from the cautery pencil and resulted in a minor burn to the patient. No medical intervention was required.